Event description:
It was reported that a facility experiences nuisance upstream occlusion alarms using a spectrum infusion pump. The customer stated that there is no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and hence an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. The customer had communicated that during a site visit with a baxter clinical specialist, proper head height between pump and the primary and secondary bags, the use of hangers for secondary bag set-up, as well as how to manage excess tubing for proper fluid flow were discussed and demonstrated as ways to mitigate the occurrence of upstream occlusion alarms.